Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels of 23.8 mmol/l and the insulin pump received several error alarms. The customer stated that she treated with manual injections. Troubleshooting was performed. The customer reported that she was able to clear the error alarms. The insulin pump was able to pass the self test. The customer also reported blood at site where the sensor was inserted. The customer was advised to discuss with health care professional. Product is not expected to return for analysis.